Event description:
Consumer reported she had essure inserted on (B)(6) 2006. On an unspecified date the consumer began to experience massive very heavy and frequent menstrual period, sharp pains, headaches, hair loss, she had her gallbladder removed, she was moody and had nausea. In 2013 she had an exploratory surgery and one spring was almost all the way out of tube and one was half way out. The physician removed both devices. The consumer had endometriosis, cysts and fixed bowels. Since removal of essure all the symptoms had been gone. The menstrual period had occurred once a month, at most 5 days long and light with barely any pain.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.